Manufacturer narrative:
H.6. Investigation summary: material #: 368607. Lot/batch #: 2315481. Bd had not received samples or photos for evaluation. Therefore, 20 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to a defective locking mechanism were observed. The retention samples do not confirm the reported issue of defective locking mechanism as all of the samples were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off during activation. Customer states there was exposure to blood. Post exposure testing on the employee and the source done. Medical intervention was provided to the employee.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off during activation. Customer states there was exposure to blood. Post exposure testing on the employee and the source done. Medical intervention was provided to the employee.